Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device was alarming during rewarm phase, no alerts or alarms were displayed on the screen. Nurse checked the event log, during therapy the last alert was 50 (patient temperature 1 erratic - patient temperature 1 discontinuity. There had been a significant change in patient temperature over the past 8 minutes). Mss advised the nurse that it could be either the temperature probe cable or the patient temperature probe causing the issue. They checked system diagnostics and the system hours were 10,627, pump hours were 9509, patient temperature was 34.0c, target temperature was 36.0c, water temperature was 32.9c, flow rate was 2.2lpm and inlet pressure was -7.1psi. Mss had the nurse to check rewarm protocol saved in device, and it was set a rewarm rate of 0.17 degrees per hour. Mss had the nurse cycle power on the device and the flow rate was up to 3.3lpm, and the device was still alarming, but they stated that there was no alert coming up on the screen. They had no other device to use and would try to find another temperature probe cable or replace the patient temperature probe. Per follow up information response received via phone on 18feb2022, initial reporter stated that when restarted the arctic sun device and the alarms got stopped. After restarting the device, they were able to complete the therapy with no further issues. There was no impact to the patient.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error. The device was not returned.

Event description:
It was reported that the arctic sun device was alarming during rewarm phase, no alerts or alarms were displayed on the screen. Nurse checked the event log, during therapy the last alert was 50 (patient temperature 1 erratic - patient temperature 1 discontinuity. There had been a significant change in patient temperature over the past 8 minutes). Mss advised the nurse that it could be either the temperature probe cable or the patient temperature probe causing the issue. They checked system diagnostics and the system hours were 10,627, pump hours were 9509, patient temperature was 34.0c, target temperature was 36.0c, water temperature was 32.9c, flow rate was 2.2lpm and inlet pressure was -7.1psi. Mss had the nurse to check rewarm protocol saved in device, and it was set a rewarm rate of 0.17 degrees per hour. Mss had the nurse cycle power on the device and the flow rate was up to 3.3lpm, and the device was still alarming, but they stated that there was no alert coming up on the screen. They had no other device to use and would try to find another temperature probe cable or replace the patient temperature probe.per follow up information response received via phone on 18feb2022, initial reporter stated that when restarted the arctic sun device and the alarms got stopped. After restarting the device, they were able to complete the therapy with no further issues. There was no impact to the patient.